Event description:
It was reported that following a transport accident, the cardiosave intra-aortic balloon pump (iabp) had a broken wheel on the lower plate.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse replaced the complete trolley (0997-00-1179) and put the various elements back in place. The trolley tested okay. The fse also replaced the upper hinge cover (0380-00-0561. The iabp was tested and found to be functioning properly. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).